Event description:
The device was used as a port for drug delivery. Reportedly, after using the huber non-coring needle for the last two months, the surgeon noticed several leaks at the junction between the needle and the luer connector. No pt injury was reported as the surgeon discontinued using these needles.